Manufacturer narrative:
H3) the software team found that there were no logs or exams available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: servicing was performed, and the system had 37% free memory which caused the computer to freeze. The system was updated, accuracy was verified and could be fully used.¿ h6: fdm b01, fdr c10, fdc d18 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - south africa. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy procedure. It was reported that after four pedicle screws on the right side were inserted, there was an inaccuracy of about 1-2cm. They had to perform a second scan with the imaging system. Then the screen on the system froze. Both the main cart and camera cart screens did not respond to input. There was no motion on the screen, even when verified instruments were on the anatomy. They had to shut off the system and long press the power button. They resent the exam from the imaging system and navigation was successful. While navigating, there was more inaccuracy after 9 more screws were implanted. They had to do a third scan with the imaging system. The likely cause was a software malfunction. There was no impact on the patient's outcome.